Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty using large-diameter metal-on-metal articulation in patients with neuromuscular weakness," which aimed to evaluate the clinical and functional outcomes of tha using large diameter metal-on-metal articulation in patients with neuromuscular weakness. Patients identified in the article reported deformity at last follow-up, with an average harris hip score (hhs) score of 3.6. There has been no further information provided and the patient outcome is unknown.